Event description:
It was reported that pump battery level dropped by 85% in a short period which led to unexpected pump shutdowns. T customer was informed that continuous glucose monitoring sessions must be restarted, and cartridge must be reloaded whenever pump turned off or reset. Technical support planned a log review and further investigation using uploaded pump date but customer did not respond to follow up attempts.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.